Manufacturer narrative:
Patient pca dose pendant as concomitant. The report of an overinfusion was confirmed in the pcu event log. The event description stated that the intended programming was for an pca dose + continuous infusion of morphine. The pcu event log shows the initial programming was mis-programmed by the user and instead was programmed as hydromorphone 0.2mg in 1ml (drug ID 144) which was programmed to infuse 2.5ml/hr for the continuous rate and each pca dose request delivering 5ml @ 150ml/hr. The intended programming should have been for morphine 1mg/1ml (drugid 191) at a continuous rate of 0.5ml/hr and each pca dose request delivering 1ml @ 150ml/hr. A review of the device error logs found no errors during the time period of the reported event. The root cause of the report of an overinfusion was due to user programming.

Event description:
It was reported that the syringe module over infused. A primary infusion of morphine 1mg/1ml in a 55mg syringe with a 0.5mg basal rate and a demand dose of 1mg every 5 minutes with a lockout of 7mg/hr was started on (B)(6) 2019 at 2058. The next syringe was initiated on (B)(6) 2019 at 0223. The customer started the syringe should not have completed in that amount of time, given the settings. There was no patient harm.